Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 1.2.0 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the screens went black during navigation. The rep couldn't do anything else until it happens again. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. No logs were available. Images/views would go black/empty when the instruments navigated were taken too far from the volume, though instruments are in fov. Logs/archive analysis would not help in this case to debug the problem. Based on the incident description, suspecting issue could be with instruments navigating far from volume and not with the tracker (additional information confirms issue with tracker cap). H6: b01, c19 and d15 apply to the concomitant product. B01, c10 and d02 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used intraoperatively in a sacroiliac and thoracolumbar procedure in which there was patient involvement. It was reported that the images on trajectory 1 and 2 would go black when tracking with the purple navlock. It was still tracking the navlock and reference frame in the tracking window. The images would come back once tracking another instrument. There was no impact to patient outcome and surgical delay time was less than one-hour.